Event description:
It was reported that the customer received an "occlusion" alarm while using saline and water while attached and unattached to the infusion site. The customer changed the cartridge and infusion set, but continued to receive alarms. The customer's blood glucose level was 340 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.